Manufacturer narrative:
Correction: I inadvertently submitted the original MDR without including the device analysis portion. See below for details. Narrative: aga requested further information regarding this case, but medical records and images were not provided. Both acos were returned to aga medical in their original configuration. The aco that deformed cobra-shaped (serial (B)(4)) was decontaminated, measured and its size was confirmed to meet dimensional specifications. The aco was examined microscopically and no defects were observed. The aco was loaded into and deployed from a test loader without any deformities. Following repeated loading and deployment, the aco deployed bubbled. The aco that was about to be implanted when the thrombus was discovered (serial (B)(4)) was examined prior to decontamination and no foreign material or defects were found. Following decontamination, the aco was measured and the size was confirmed to meet dimensional specifications. The aco was examined microscopically and no defects were observed. The aco was loaded into and deployed from a test loader without any deformities. During manufacturing, both devices underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed these devices successfully completed these tests. With respect to the aco that deployed cobra-shaped, our investigation was able to reproduce the performance described. A small percentage of occluders deform when deployed from the delivery system, this is due in part to the inherent material properties of nitinol. Aga medical has put a number of corrective actions in place that have successfully reduced the rate of occurrence. It is currently below the rate anticipated in our risk documents. All complaint rates are reviewed quarterly by senior management. With respect to the aco that was about to be implanted when the thrombus was found, results of this investigation are inconclusive because medical records and images were not provided and the aco met specifications during analysis and prior to shipment. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Manufacturer narrative:
Complete this portion.

Event description:
According to the initial information received, when a 35mm amplatzer cribriform occluder (aco) was being implanted into this (B)(6) year-old, female patient, it deformed into a cobra shape upon deployment. While it was still attached to the delivery cable, the aco was removed. About 20 minutes later, a new 35mm aco was attempted. This time, a thrombus was discovered as the aco was about to be deployed. The aco was retracted and the procedure was aborted. The thrombus was not directly linked to the device; however, it may have been related to the lengthy procedure. Heparin and tpa were administered to the patient. The patient does not have any history of clotting issues.